Event description:
Customer reported he had changed the battery and infusion set on the insulin pump and every time he attempts to fill the device alarms. Customer's blood glucose was unknown. The device alarmed compromised force sensor system. Customer stated the device was dropped two day prior to the alarm occurring. The drive support cap was sticking out and customer does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional tests could not be completed due to this alarm. The insulin pump was also received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.